Event description:
It was reported that the procedure performed was to treat a mildly tortuous, left anterior descending coronary artery that is 80% stenosed. During use with the 0.014 hi-torque (ht) balance middleweight (bmw) elite guide wire, while rotating the guide wire, the support felt light and different than expected. The guide wire was removed and it was noted to be broken in two separate pieces. The separated portion was withdrawn along with the guiding catheter with no issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported material too soft / flexible could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. Analysis of the returned device confirmed the reported separation. The separation occurred at the distal end of the hypotube. The separation face was jagged and bent. This type if damage is consistent with for applied at a kink or bend. It is likely that the wire sustained a kink at the distal end of the hypotube, then subsequent manipulation resulted in a separation. Additionally, it is likely that the separation of the wire, contributed to the perceived ¿light¿ (material too soft / flexible) handling of the wire. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a mildly tortuous, left anterior descending coronary artery that is 80% stenosed. During use with the 0.014 hi-torque (ht) balance middleweight (bmw) elite guide wire, while rotating the guide wire, the support felt light and different than expected. The guide wire was removed and it was noted to be broken in two separate pieces. The separated portion was withdrawn along with the guiding catheter with no issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.